Event description:
It was reported that a malfunction alarm with code 16-0x20e6 occurred. There was no information available about the impact on the customer's blood glucose level. Technical support confirmed the customer needed a replacement pump, which was provided under warranty, and instructed the customer to return the faulty pump using the provided pre-paid label and return box. No information was shared about what backup therapy the customer would use to ensure continuous insulin delivery.